Event description:
It was reported that the lead was replaced on (B)(6) 2012. It was stated that the patient experienced a loss of therapeutic effect/stimulation and that "all" the impedances were greater than 10,000 ohms without reason or cause. It was noted that the patient had pain and "less than 50%" therapy relief at the lead location. There were no known accidents. No patient outcome was given.

Event description:
Additional information received reported that the patient outcome after replacement was very good.

Manufacturer narrative:
Product ID 3887-28, lot# 0205447865, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4). Analysis of the lead found conductors on the lead body were broken at twist lock anchor site. The #0, 1, and 2 conductors were broken 16.2 and 17.1 centimeters from the distal end. Anchor marks were observed on the outer insulation 19 centimeters from the distal end.